Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that evn20045724 displayed check IV set errors 240.4150.5 and 240.4140.5. The sensors were replaced and operations checked. All checks passed rts. There was no reported patient impact.